Manufacturer narrative:
The device was evaluated by a spacelabs healthcare equipment service center (esc) technician where they were unable to verify the reported issue. The customer later confirmed that the reported issue had been resolved at the facility by replacing the batteries used with the device. The cause of the reported issue was traced to the device battery.

Event description:
The customer reported that while in use, the qube monitor was removed from its docking station and immediately powered down. The biomed stated that while testing the device, the bottom battery indicator was not working. The biomed inserted a fully charged battery in the unit and confirmed that the qube monitor did not detect the battery. The customer was advised that their device would need to be returned for further evaluation. Additionally, a field service engineer (fse) was dispatched to investigate locally. The device was received by a spacelabs healthcare, but has not been evaluated as of yet. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.